Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia workstation failed the flow transducer test during system check out. Our company field service engineer concluded that an o2 hose needed to be replaced and the o2 gas module was serviced. We have not received any additional information. The device logs were requested but not received. We are unable to determine the true casue of the reported issue.

Event description:
It was reported that the anesthesia workstation had issues with an oxygen gas module. There was no patient involvement. Manufacturer´s ref #: (B)(4).